Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At 0700, line a of the device was programmed to deliver tpn at a rate of 3.7ml/hr. No further programming parameters were provided. It was reported that the programming was verified by 2 nurses and the delivery was started. At 0800, the nurse noted that the device displayed a rate of 0.6ml/hr instead of the intended rate of 3.7ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was printed at the service center. The device history indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2010 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).